Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient stated that the "pain stimulator never worked. It kept dying on me". The pain stimulator was removed. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had the device removed this summer. The patient reported that she didn't use the stimulator (ins) for 5 years or more. The patient reported that the device just really irritated her body and was just there. The patient reported that she could never keep a charge and had gone to the office several times to get this charged and the programmer batteries replaced. The patient reported that when first used device, was working okay; however, then started not keeping a charge. The patient reported that the device was never effective to her. The patient reported that the device kept dying on her. The patient reported that it didn't work for her lower back which it should have. The patient reported that she didn't know the circumstances that led to the ins not working. The patient reported that the steps took were going to the office and talking to a young man who tried to charge up, did this a few times. The patient reported that she lived too far to keep doing this. It was suggested that the patient charge the batteries every 2-3 days and this would take a long time to charge. No further complications were reported.